Event description:
It was reported to philips air flow sensor failed. The device did not have patient involvement at the time the issue was discovered, there was no patient or user harm reported. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Upon further investigation, the air flow sensor failed during performance verification testing. Therefore, this complaint no longer meets reportability requirements.